Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(4) which did confirm similar complaints with the same or related failure mode for this customer. Upon visual inspection the service technician noted that they replaced front cover, rear case, lt/rt handle, barrel clamp, tube drive, sleeve drive, wiper seal, flange gripper retainer, bottom plate carriage, small/large claw and lt/rt iui. Performed calibration. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged/cracked of the cover front syringe. A review of the device history record showed the device had a manufacture date of 08 may 2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had a cracked case. No patient involvement.